Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. It was reported that the patient was taking medication containing acetaminophen. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. Labeling indicates: taking medications with acetaminophen (such as (B)(6) ) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person. No additional event or patient information is available.